Event description:
It was reported that the patient presented to the emergency room due to a syncopal episode. Upon interrogation it was found that the device was programmed to pace and sense in the ventricle only for the last 18 months. Further review found that the right atrial (ra) lead exhibited noise and high pace impedance greater than 2000 ohms. A lead fracture was suspected. A revision procedure was performed where the ra lead was tested on the pacing system analyzer (psa) and yielded high impedance measurements of greater than 3000 ohms. Subsequently the ra lead was surgically abandoned and replaced. The pacemaker was at elective replacement indicator (eri), so it was replaced as well. No additional adverse patient effects were reported.